Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the stim was turning off even though patient did not turn stim off. Patient stated she had 2 events in the last 1.5 weeks when she felt pain and when she checked her system with controller and stim was showing off. Patient did not think stim being off was related to a low ins charge level. Looked at recharge data and stim usage data, both of which were showing events on (B)(6) and (B)(6) that reflected the ins being discharged and the patient started charging from 10% level. Both patient and caller indicated that his explained the patient's experience of stim turning off. In future, patient will check her charge level if she had a return of pain as she did with these two events. Issue resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their stimulation turns off automatically and they are having a return of pain within the past week. They stated that they checked the status of the implantable neurostimulator (ins) a few times, and the screen will show ¿stimulation off¿, but they never turned it off. The patient noted that they have not had any recent falls or trauma. They mentioned that they are able to connect with the controller to turn stimulation back on. The patient was redirected to follow-up with their healthcare provider to have the device checked.